Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. It was reported the issue was due to device operation in a temperature outside of the device specification. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf180) multiple times related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.